Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) experienced an automatic inflation failure. Patient involved and no harm is reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.